Event description:
Consumer called to report that he has been using the pen needle 8mm 31g 50's and the needles are bending and some are breaking off into his arm. Consumer began using this box of pen needle approximately (B)(6) 2015, using one pen needle for approximately 3 days of injections and was continuing use as of (B)(6) 2015. The consumer advised that in (B)(6) 2015 about the second needle from the box was the first time he had, one break off in his arm, and several since then have either broken off in his arm and his wife has to get them out or have bent, which this event was currently ongoing.